Manufacturer narrative:
The device was explanted but was not returned. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that a patient had acquired an infection following an implant procedure. The patient was hospitalized and provided with IV antibiotics. The patient has since been reimplanted and there have been no further reports of complications.